Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the dialysis unit, during dialysis. The patient had received a cannon catheter for dialysis. The catheter was "leaking from the top of the screw on hub"; also noted that the "hub/catheter junction apparently on the top half towards the hub extension lines and bifurcation" was leaking.